Manufacturer narrative:
Device evaluation: a correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were no procedures or attempts in finding the source of the bleeding. No other treatment was provided. The patient had labs drawn prior to transfusion and was brought in as outpatient just for the transfusion.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had major bleeding, with the site of bleeding unknown. The patient was not taking any anticoagulants at the time of the event. The patient was transfused 2 units packed red blood cells (prbcs) within a 24-hour period due to anemia. The event reportedly started and resolved on (B)(6) 2018.